Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and undamaged. Conclusions: evaluation of the returned pod pc revealed a functional device. During functional testing the returned device was able to advance through a demonstration lantern without issue; however, the device could not be advanced through the returned non-penumbra catheter. The resistance was encountered inside the non-penumbra catheter while advancing the pod pc. Further investigation revealed that the non-penumbra catheter had a kink and an ovalization near the distal tip. These damages likely contributed to the reported resistance while advancing the pod pc through the non-penumbra microcatheter and prevent the coil from being advance out of the microcatheter during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs). During the procedure, the physician successfully placed five coils using a non-penumbra microcatheter. The physician then placed ten coils and three pod pcs using a new non-penumbra microcatheter. The physician felt resistance and was unable to advance another pod pc out of the distal end of the microcatheter and, therefore, the microcatheter was removed with the pod pc inside. The procedure was then completed using a new microcatheter and new coil. There was no report of an adverse effect to the patient.